Event description:
The customer contact reported the device dose not deliver a bolus dose. The pump was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. No specific event information was provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.